Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent at approximately 66.0 cm from the proximal end. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and undamaged. The pusher assembly mid-joint was tested with fx-7487 ring gauge and within specification. Conclusions: evaluation of the returned first smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If the mid-joint is retracted proximal to the friction lock, resistance will likely be experienced during advancing the device. During functional testing, resistance was encountered while advancing the device. After pusher assembly .mid-joint was passed through the introducer sheath friction lock, the embolization coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Evaluation of the returned second smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If the mid-joint is retracted proximal to the friction lock, resistance will likely be experienced during advancing the device. During functional testing, the device was properly re-sheathed within its introducer sheath. After properly re-sheathed, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further investigation revealed a bend on the pusher assembly. This damage may have occurred due to forceful advancement against resistance while attempting to advance the pusher assembly through its introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. (B)(4). 2. (B)(4). H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01212, 3005168196-2019-01214.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced extreme resistance and the smart coil would not advance out of its introducer sheath; therefore, it was removed. The physician attempted to advance a new smart coil, but the same issue occurred and, therefore, it was removed. The physician experienced resistance while attempting to advance a third smart coil; however, the physician continued to push very hard and reported that he felt it ¿popped¿ forward and the smart coil was successfully placed in the target vessel and completed the procedure. There was no adverse effect to the patient.